Event description:
High blood sugar levels [blood glucose increased]. Case description: a diabetes nurse reported that a patient who was introduced to novomix 30 penfill 3 ml. (Dual-acting human insulin) and a novopen (insulin delivery device) in 2003 due to diabetes mellitus, experienced increased blood glucose level. The patient was changed from lilly insulin using syringe to novomix 30 using a novopen in the clinic in 2003. The injection technique using the novopen was demonstrated by a nurse and the patient's family member, who had type I diabetes for many years. Since changing insulins, the patient's blood glucose were high (up to 30 mmol/l), and family member was convinced that it was the novomix 30 that was "poisoning them. They telephoned the consultant, and the patient was changed back to their old insulin which brought their blood glucose down. Reportedly, there might have been a problem with using the novapen. The patient has recovered from the event. The insulin has been returned for analysis.